Event description:
The incident involved a primary plum set 1.2 micron filter, clave y-site, secure lock, 104 inch on an unknown date. The report stated that the set was leaking at the filter or from the filter. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Although the device was requested to be returned multiple times for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. The lot history was reviewed and no commodities were identified which would lead to the reported complaint.